Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f-66. This condition had the potential to interrupt delivery. This condition was found in the general patient ward upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of failure code 66 was confirmed by service. The cause was determined to be a defective main battery, which was leaking. Service replaced the battery to resolve the issue.